Event description:
IV rep reports that the male adapter on the set separated from an IV stopcock. Account reports loss of blood by pt but does not remember if there was any intervention with this loss. No death reported.